Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic was used during a colonoscopy procedure with metal stent placement, on a female pt. According to the complainant, the wallflex enteral colon stent was placed over the wire to the desired location. The procedure was performed by two physicians. One of the physicians was manipulating the scope, while the other physician was deploying the stent. The physician started to deploy the stent. There was joint interaction during this time with both physicians pulling back on the delivery system should the stent slip distally into the lesion. Following deployment, the last portion of the stent, it was noted that the stent did not open at the proximal end. The delivery catheter was successfully removed. X-ray confirmed it was noted that the rest of the stent had opened sufficiently. An attempt was made to insert a biopsy forceps to pry the loops of the proximal and of the stent open, however, this was unsuccessful. It was decided, to give the stent time to possibly open, and investigate this by re-scoping the pt later in the week. The lesion was located in very tortuous anatomy and was approx 45cm distal to the rectum in the descending colon. Further follow-up revealed the pt was re-scoped 2009, at which time it was confirmed the remaining portion of the stent had opened sufficiently. There was no tumor compression in the area of the stent that did not initially open following deployment. No additional treatment is requirement. The pt has since been discharged in satisfactory condition.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a technical analysis cannot be performed. The complaint indicates that the anatomy was very tortuous and that it took a lot of manipulation of the scope and device to get into position in the lesion. This may have been a contributing factor to the complaint incident. A labeling review identified that the device was used, per the wallflex enteral stent directions for use (dfu). The device history record (DHR) of the pertinent lot was reviewed; no anomalies were noted. A search of the complaint database revealed that no additional complaints have been recorded for this lot.